Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent partially embolized from the balloon. The lesion being treated was severely calcified, 60-80% stenotic lesion in mildly tortuous left main (lm) to left anterior descending artery (lad). After predilation, the physician attempted to reach the lesion with a taxus express2 4.0 x 16 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to retract the stent delivery system (sds) into the guide catheter and the undeployed stent partially dislodged from the balloon. The taxus stent was successfully removed without any complications. The procedure was successfully completed with another taxus stent. No injury or pt complications was reported. Pt status is reported as "satisfactory/good".